Event description:
It was reported that pump screen was dark and would not turn on, and caller suspected a battery charging issue. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to try multiple button presses, remove pump from case, and plug pump into a confirmed working power source using original tandem cable and wall adapter; pump eventually began charging but screen still did not display, so technical support arranged for pump replacement and no further assistance was required.